Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the pressure did not increase, and a balloon rupture occurred. The device was simply pulled out without any problem. The procedure was completed with a different device. No complications were reported, and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile inspection found no damages on the hypotube shaft profile. A blood was identified within the balloon material. A microscopic examination of the balloon identified a pinhole 3mm distal to the proximal markerband when attempting to inflate. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A kink was noted 21.3cm proximal from the bumper tip. The bumper tip was kinked. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit. A pinhole was identified 3mm distal to the proximal markerband when attempting to inflate. The encore device was verified before and after use using the druck gauge.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the pressure did not increase, and a balloon rupture occurred. The device was simply pulled out without any problem. The procedure was completed with a different device. No complications were reported, and the patient was good post procedure.